Manufacturer narrative:
Device was received with a critical pump error alarm and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify frozen screen anomaly due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a broken force sensor was detected during seating or regular delivery as well as frozen display. The customer¿s blood glucose level was 142 mg/dl. The customer reports that they were not able clear the alarms. The customer stated that insulin pump did not turn on. Troubleshooting was performed. The product will be returned for analysis.